Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event has been estimated. The UDI is unknown because the part and lot numbers were not provided. Date of implant has been estimated. The device was not returned for evaluation as it remains in the patient anatomy. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. The reported patient effect of death as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attached article, transcatheter treatment of functional mitral regurgitation after mitra-fr and coapt - patient selection is most important. The additional adverse patient effects of heart failure and prolonged hospitalization referenced are being filed under a separate medwatch report #. [(B)(4)].

Event description:
This is filed to report the patient death. It was reported through a research article identifying the mitraclip device which may be related to death, heart failure and prolonged hospitalization. Specific patient information is documented as unknown. Details are listed in the attached article titled, transcatheter treatment of functional mitral regurgitation after mitra-fr and coapt - patient selection is most important.